Event description:
The customer contact reported a separation. Prior to use, the nurse noted that the tubing was separated from the leg of the upper y-site. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.